Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had received a no delivery alarm on the insulin pump. Customer stated that the piston rewinds all of the way but when she puts the reservoir back in the pump and primes, the insulin does not exit. Customer's blood glucose is 54 mg/dl. Customer stated that her blood glucose runs low but she treated. Customer stated that the alarm just occurred and it occurred during manual prime. Customer stated that the no delivery alarm is recurring and the issue has not been resolved. Customer stated that she changed the reservoir. Customer stated that the rubber septum was fine. Customer stated that she is going to change the tubing. Customer stated that the insulin does exit during manual plunger push. Customer stated that she put the reservoir back in the pump and now it primes fine. Customer declined troubleshooting for no delivery alarm.